Event description:
It was reported that there was a distal segment catheter issue, which was specified as swelling at spinal wound. No action was taken as a result of the event, and the product remained implanted and in service. It was unknown if any diagnostic testing or troubleshooting was performed. The patient¿s medical history was unknown. Additionally, there were ¿other unknown¿ patient symptoms or complications associated with the event, which were located at the catheter track. Surgical revision was planned for (B)(6) 2014; it was unknown exactly what the surgeon planned. On (B)(6) 2014, it was further reported that a company representative covered the case with the patient on (B)(6) 2014. The planned interventions were not specified, and the outcome regarding the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The pump was being used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was a leak in the entry point of the catheter into the fascia, which was thought to have been first noticed 'a week or 2' prior to the procedure. The neurosurgeon cut down to the catheter and put in 'about 3 or 4' sutures around the entry point to stop the leak; no company equipment was used, and the entire implanted catheter was left in situ. The pump was not interrogated. The patient's medical history and concomitant medication remained unknown. The sewing of the fascia 'seemed to have been successful,' as company representatives had not heard from the neurosurgeon or the treating physician. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).